Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg), including a need for frequent charging. It was also noted that the ipg was positioned at a slight angle. Charging re-education and troubleshooting steps were provided, however, these efforts were unsuccessful. Additionally, the patient reported inadequate pain relief. Database analysis was performed and database logs confirmed the reported charging concern. The average battery voltage has been predominantly in sub optimal range; the logs noted 6 instances over the last year where the ipg was fully charged to double beep. As a result, the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was not released by the medical facility.